Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and bipolar disorder ("bipolar disorder") in a 27-year-old female patient who had essure (batch no. 761436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2006 and (B)(6) 2008), miscarriage, stillbirth nos, endometriosis and myalgia. Concurrent conditions included overweight, vaginal discharge, chlamydia trachomatis infection, panic attack, drug seeking behavior, hypothyroidism, fibromyalgia, bacteriuria, chronic renal insufficiency, drug allergy, hyponatremia, hypokalemia and hypochloremia. Concomitant products included ferrous sulfate since 2010, loratadine since 2010 and sumatriptan (imitrex) since 2009. In 2010, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced headache ("headaches / headaches"), mood swings ("hormonal changes describe: mood swings") and migraine ("migraines"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and seizure ("seizures"). On (B)(6) 2012, 1 year 6 months after insertion of essure, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: recurrent uti"). In 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/lower abdominal cramping"), back pain ("back pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), nausea ("nausea") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal pain ("abdominal pain"), attention deficit/hyperactivity disorder ("attention deficit disorder (add)") and factor v leiden carrier ("factor v leiden"). The patient was treated with oxycocet (percocet), augmentin, ondansetron (zofran), alprazolam (xanax), clonazepam (klonopin), levetiracetam (keppra), levetiracetam, biotin, lorazepam (ativan), ciprofloxacin and surgery (underwent a laparoscopic hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, headache, fatigue, urinary tract infection, nausea, constipation and abdominal pain had resolved, the bipolar disorder, mood swings, vaginal haemorrhage, menorrhagia, migraine, seizure, weight increased, alopecia, attention deficit/hyperactivity disorder and factor v leiden carrier outcome was unknown and the back pain, anxiety and depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, bipolar disorder, constipation, depression, dysmenorrhoea, dyspareunia, factor v leiden carrier, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion fallopian tubes. Uterus position retroflexed. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and bipolar disorder ("bipolar disorder") in a 27-year-old female patient who had essure (batch no. 761436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2006 and (B)(6) 2008), miscarriage, stillbirth nos, endometriosis and myalgia. Concurrent conditions included overweight, vaginal discharge, chlamydia trachomatis infection, panic attack, drug seeking behavior, hypothyroidism, fibromyalgia, bacteriuria, chronic renal insufficiency, drug allergy, hyponatremia, hypokalemia and hypochloremia. Concomitant products included ferrous sulfate since 2010, loratadine since 2010 and sumatriptan (imitrex) since 2009. In 2010, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced headache ("headaches / headaches"), mood swings ("hormonal changes describe: mood swings") and migraine ("migraines"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and seizure ("seizures"). On (B)(6) 2012, 1 year 6 months after insertion of essure, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: recurrent uti"). In 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/lower abdominal cramping"), back pain ("back pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), nausea ("nausea") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal pain ("abdominal pain"), attention deficit/hyperactivity disorder ("attention deficit disorder (add)") and factor v leiden carrier ("factor v leiden"). The patient was treated with oxycocet (percocet), augmentin, ondansetron (zofran), alprazolam (xanax), clonazepam (klonopin), levetiracetam (keppra), levetiracetam, biotin, lorazepam (ativan), ciprofloxacin and surgery (underwent a laparoscopic hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, headache, fatigue, urinary tract infection, nausea, constipation and abdominal pain had resolved, the bipolar disorder, mood swings, vaginal haemorrhage, menorrhagia, migraine, seizure, weight increased, alopecia, attention deficit/hyperactivity disorder and factor v leiden carrier outcome was unknown and the back pain, anxiety and depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, bipolar disorder, constipation, depression, dysmenorrhoea, dyspareunia, factor v leiden carrier, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion fallopian tubes. Uterus position retroflexed. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 29-may-2018: pfs received. Event depression and anxiety outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and bipolar disorder ("bipolar disorder") in a 27-year-old female patient who had essure (batch no. 761436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2006 and (B)(6) 2008), miscarriage and stillbirth nos. Concurrent conditions included overweight. Concomitant products included ferrous sulfate since 2010, loratadine since 2010 and sumatriptan (imitrex) since 2009. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced headache ("headaches / headaches"), mood swings ("hormonal changes describe: mood swings") and migraine ("migraines"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and seizure ("seizures"). On (B)(6) 2012, 1 year 6 months after insertion of essure, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: recurrent uti"). In 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), nausea ("nausea") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain/lower abdominal cramping"), fatigue ("fatigue / fatigue"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal pain ("abdominal pain"), attention deficit/hyperactivity disorder ("attention deficit disorder (add)") and factor v leiden carrier ("factor v leiden"). The patient was treated with oxycocet (percocet), augmentin, ondansetron (zofran), alprazolam (xanax), clonazepam (klonopin), levetiracetam (keppra), levetiracetam, biotin and surgery (underwent a laparoscopic hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, headache, fatigue, urinary tract infection, nausea, constipation and abdominal pain had resolved, the bipolar disorder, mood swings, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, seizure, weight increased, alopecia, attention deficit/hyperactivity disorder and factor v leiden carrier outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, bipolar disorder, constipation, depression, dysmenorrhoea, dyspareunia, factor v leiden carrier, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "hormonal changes describe: mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/urinary tract/vaginal) type: recurrent uti, psychological or psychiatric problems condition: anxiety, psychological or psychiatric problems condition: depression, migraines, nausea, seizures, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: constipation, hair loss, abdominal pain, bipolar disorder, attention deficit disorder (add), factor v leiden", reporter, lot number, patient information, historical condition added from pfs. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain/lower abdominal cramping"), back pain ("back pain"), dyspareunia ("pain during intercourse"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (underwent a laparoscopic hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, headache and fatigue had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.